Event description:
It was reported that non-capture was observed on the right ventricular (rv) lead. The right atrial (ra) lead also exhibited non-capture in addition to low impedance and a non-specific sensing issue. Output to the leads was increased and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2872 crdm adaptors, implanted: (B)(6) 2010 and (B)(6) 2014; 383059 lead, implanted: (B)(6) 2010; addrl1 ipg, implanted: (B)(6) 2014. (B)(4).